Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: device is seen intact and biological tissue. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Patient reported right side rupture. Healthcare professional additionally reported "2-3 cm long rip on right-side implant (at the stamp)" and capsular contracture, baker grade 3. Device has been explanted.